Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for evaluation. The reported issue was undetermined via data. The root cause cannot be determined post investigation. No injury or medical intervention was reported.